Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced a collet and cleaned the sleeve in the reported problem area of the pipette assembly. The x-arm was recalibrated on the reagent and primary rack. The instrument was inspected, tested without further problem, and returned to service.